Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with an ams miniarc single-incision sling system to treat stress urinary incontinence. The plaintiff's attorney alleged that the "product began to disintegrate and erode inside plaintiff, and cause infection and pain, as well as other related health problems, requiring additional medical treatment." The plaintiff's attorney also alleged that the plaintiff "suffered permanent injury," "has and will continue to suffer severe mental and emotional anguish; has suffered injuries that will result in the increased risk of future harm of necessary future medical treatment; suffers permanent disfigurement;" "has suffered pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.